Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3110/8159773, tgt3115/8261302) using gore® introducer sheath (ts2230/8057565) to treat a thoracic aortic aneurysm. During the procedure, dissection between left common iliac artery and external iliac artery was revealed. A metal stent was implanted in the dissection area. The dissection was repaired.

Manufacturer narrative:
Additional manufacturer narrative: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.